Event description:
Same case as: 2134265-2015-01530. Reportable based on analysis completed on (B)(4)2015. It was reported that difficulty advancing and a shaft kink occurred. In (B)(6) 2015, the patient presented for treatment of an approximately 80% stenosed, 12mm restenosis,with moderate fibrotic intimal hyperplasia, of the previously implanted stent. The physician attempted to introduce a 3.5x15mm flextome® cutting balloon® and then a 3.5 x10 flextome® cutting balloon®, but both encountered resistance within the convey guide catheter. The first flextome® catheter eventually kinked and neither of the flextome® devices were introduced into the patient. The restenosis was dilated with a 3x20 mm nc emerge balloon followed by stenting in the region of the proximal circumflex artery. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed midshaft burst.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Visual and tactile examination observed that the outer part was kinked at various positions along with its length. The midshaft was also kinked and burst at 4mm proximal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. The balloon profile during visual examination identified that it was partially inflated. The returned unit was connected to an encore inflation unit; however, a vacuum was unable to be pulled for balloon preparation prior to advancement through the recommended sheath as identified on the product label. The balloon could not be deflated due to burst midshaft. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).